Event description:
Reportedly when an attempt was made to use the device for pt treatment it powerd up and quickly lost power. CPR was administered to the pt. A backup deivce of same model arrived on scene and was used.